Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument's blade broke and detached from the instrument. A fragment fell inside the patient but was retrieved during this procedure. The procedure was completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: the reporter confirmed that the synchroseal instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The device fragment fell inside the patient while the surgeon was performing dissection. The instrument was in use for about 40 minutes prior to the event occurring. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula nor the instrument after the event occurred. The fragment(s) was retrieved with a laparoscopic grasper. All fragments were retrieved and confirmed visually. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. There was a delay to the surgery because of this issue 10 minutes. The retrieved fragment was disposed.